Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warning section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.

Event description:
User facility reported they were attempting a novasure procedure but the device "would not open inside [the] uterine cavity." The "doctor continuously advanced [the] device, causing a perforation." The procedure was then aborted and a hysteroscopy was performed. Additional information received on may 30, 2008. The device was successfully deployed outside the patient prior to initial insertion. The patient did not require any treatment for the perforation. The patient's status was reported as "fine" and she was discharged the same day as the procedure.